Manufacturer narrative:
One device was returned for analysis. Visual inspection found the upstream occlusion sensor was installed incorrectly, with excess glue and un-even with the chassis. A visual inspection was performed and the reported issue was confirmed. The probable cause of the reported issue was due to wear and tear. As a result, the upstream occlusion seal and sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a broken/bent pin inside the dosing cord jack. During physical inspection, it was found that the upstream occlusion sensor was installed incorrectly. There was no patient involvement, no patient injury was reported.